Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined to troubleshoot the issue with tandem technical support. Reportedly, the customer uses trusteel infusion set for over 48 hours which considered off label use per the tandem user guide.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿